Manufacturer narrative:
The returned device had discoloration inside the pod, indicating a possible fluid-leak. Residual fluid and corrosion was found around the battery-compartment and most surfaces of the internal assemblies. Pressure testing was performed and detected a leaking in the fluid path at the bottom of the nozzle cap. The root cause of the leak was determined to be damage to the cannula during the assembly process. Insulet has opened an investigation into this issue which is ongoing at the time of this report. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user¿s guide warns ¿test results greater than 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance.¿

Event description:
The customer reported that the device was activated at 6:30 am on (B)(6) 2012; her blood glucose was 107 mg/dl at that time. She took a 5.45 unit bolus dose of insulin (carbohydrate grams consumed were not reported). At 9:45 am, her bg had risen to 439 mg/dl, so she took an add¿l 13 unit bolus. Her bg remained elevated for the next few hours, measuring 466 mg/dl at 12:50 pm and 498 mg/dl at 3:02 pm. When she removed the device (exact time not reported) she noticed the cannula was bent.